Event description:
Allegedly, at conclusion of urology procedure, the nurse noticed patient had a small burn mark on their thigh. This may be due to or personnel laying active light cable on the patient during procedure and metal connector making contact with patient. There was no malfunction of light cable reported.

Manufacturer narrative:
The hospital did not return light cable for evaluation because it did not malfunction. We advised hospital contact that light cable should not be laid on patient. Our labeling states: never attach a cable or cable connector to patient or drape.